Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the remote monitor power cord was very hot and melted the faceplate of the outlet. The patient was advised to leave the monitor unplugged. The patient was referred to the clinic for a replacement and is returning the monitor. No patient complications have been reported as a result of this event.